Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function as intended throughout the evaluation. With 3/8 inch tubing installed and the roller pump properly occluded and over occluded there were not any issues with the roller pump becoming un-occluded.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician was unable to duplicate the reported complaint. The roller pump was returned to the user facility to have the preventive maintenance done onsite. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and performed release testing where the pump passed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion knob was turning while the pump was running. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team had an incident with the roller pump occlusion knob in the vent position. They set up without issue for the procedure. They were able to set occlusion and began running the pump once instructed to go on cpb. During the procedure it was noticed that the pump occlusion knob would turn while it was running. The team did not lose occlusion and just kept an eye on the function of the roller pump. The team did not exchange the roller pump out during the procedure. There was no harm or blood loss associated with the event. The occurrence did not delay the continuation of the surgical procedure.